Event description:
It was reported that the atrial lead had re-occurring lead noise. Oversensing of lead noise led to inappropriate auto mode switch episodes. The physician elected to explant and replace the lead. The asymptomatic patient was stable before, during and after the procedure.

Manufacturer narrative:
A partial lead with the connector end measuring 15.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.